Event description:
Report received from abbott international affiliate (abbott-canada) which states "during a chemotherapy infusion (cpt-11) a leak was noted from the air vent at the top of the soluset. It was noted that there was no cap on the air vent. It was unknown if the patient received the entire treatment". Additional information received states "the chemotherapy spilled onto the patient's arm and clothing. The patient was seen by a doctor and there was no adverse effect reported. The patient's treatment wa delayed". Although requested, no additional information has become available.